Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clips flew out of the end of the instrument as if they were under tension too much. Another device was used to complete the procedure with no adverse patient consequence.